Manufacturer narrative:
Health effect: f2203; imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported, right-side rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the posterior side assessed as surgical impact opening.(shell thickness was within specification). Additional observations: ¿ non penetrating nick (stress marks) .

Event description:
Healthcare professional reported, right-side rupture diagnosed by ultrasound. The device has been explanted.